Event description:
It was reported that during a cholecystectomy, the clip fell out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2008. Info anticipated, but unavailable at this time.